Event description:
Orig. Surg. 2004. Allegedly revised due to breakage of the alumina head.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This component was manufactured and occurred in another country.